Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 90% stenosed de novo target lesion was located in the calcified right superficial femoral artery. A 3.0mm x 150mm x 150cm coyote mr balloon catheter was advanced to the target lesion for pre dilation and during the first inflation at 8 atms, a balloon rupture occurred. The coyote mr balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).